Manufacturer narrative:
A supplemental correction report is being submitted for update to the investigation summary. Product event summary: the controller, one controller ac adapter and five batteries were returned for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller, one controller ac adapter and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination in power ports 1 and 2 as well as contamination in the serial data port. Failure analysis of the batteries revealed that the batteries passed functional testing; however, during visual inspection it was observed that the batteries had damaged/worn out connectors. The damages that were observed did not affect the functionality of the device; the output connectors were able to adequately connect to a controller. Additionally, during visual inspection of one of the batteries it was observed signs of contamination inside the output connector. The contamination observed in the controller and the battery are additional observations not related to the reported event and likely due to the handling of the device. Failure analysis revealed that the controller ac adapter passed functional testing and visual inspection. As a result, the reported bent pins and unstable and poor mechanical connection could not be confirmed. However, is possible that the worn-out connectors were perceived as the reported ¿batteries unable to attach to the controller¿. Based on the available information, the most likely root cause of the worn-out battery connectors can be attributed to wear, likely due to normal disconnection and re-connection between the battery output cable and metal power port connectors on the controller. Additional products: (B)(6) d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 (B)(6) d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 (B)(6) d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180, 331 h6: FDA conclusion code(s): 19 bat804364 d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180, 331 h6: FDA conclusion code(s): 19 (B)(6) d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 (B)(6) d10: yes, return date: 16-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ cac adapter, model #: 1430de, catalog #: 1430de, expiration date: unk, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 24-jun-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 24-jun-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 24-sep-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 24-jun-2018, labeled for single use: no.(B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 24-jun-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power ports, cac (controller ac) adapter and the batteries exhibited poor mechanical connection. The batteries had bent or broken pins due to which they were unable to securely attach to the controller. The controller, cac adapter and the batteries were replaced. No patient complications have been reported as a result of this event.